Event description:
About two and a half years ago, implantation of medtronic neurostimulator restore sensor surescan MRI ipg model #97714, specify lead model #39565-65. Chart reviewed: middle-aged female with a history of medtronic dorsal column stimulator (dcs) placement about two and a half years ago. No relief since implantation. She complained of numbness/tingling in left leg, low back pain that radiates into left buttock and laterally down leg to foot. Patient continues to experience debilitating pain and wishes to have dcs removed.